Event description:
A report was received that the patient had a non-functional ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was implanted with a non-bsc device. No further course of action.

Event description:
A report was received that the patient had a non-functional ipg. The patient will undergo an ipg replacement procedure.